Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experience ongoing, intermittent occlusion alarms. The customer "usually" changed out the infusion set. Blood glucose could not be recalled. As the occlusions had occurred in the past, tandem technical support was unable to determine a possible cause.